Event description:
Initial glucose result of 185 mg/dl. Same sample recovered 111 mg/dl. The initial result was reported. The incorrect result did not affect the pt's treatment. The field svc rep determined the water bath was dirty and there was a stirrer malfunction. The instrument was repaired. The user reports no further occurrences.